Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported retraction problem and difficult to open or close was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors for retraction problem with the plunger include but are not limited to out of sequence deployment of the device, interactions with patient anatomy, interactions with damaged parts of the device, cuff wedges in foot pocket. This reported difficulty would cause difficulty closing the lever and the noted damages of deformation of the follower and guide tube. The reported patient effect of perforation is listed in the perclose proglide instructions for use as a known patient effect of use with suture mediated closure device procedures. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, the following information was received: an attempt was made to remove the plunger. It was noted the physician was aware that the plunger was down as the plunger was stuck. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a proglide device after a percutaneous coronary intervention procedure with an 6f sheath. Reportedly, significant resistance was met when retracting the foot and the foot would not retract. The physician was able to remove the proglide device, however it was noted that a perforation had occurred. A covered stent was placed to treat the perorated artery. Manual compression was ultimately used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.